Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint; therefore, the investigation was limited. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because no samples were returned in support of this complaint, also review of the DHR showed no indication of the alleged defect.

Event description:
It was reported that there was a cracked cap on a bd vacutainer­® plus k3edta tube (13x75,2ml) with transparent purple/ash hemogard¿ closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.